Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump fell into water causing it to alarm. The customer has a blood glucose level was 128 mg/dl at the time of the call. The customer states that there is fluid/moisture in the insulin pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement pump was shipped to the customer. The customer sent the product back for analysis.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarm was noted. The functional testing could not be completed due to the unresponsive buttons. No traces of moisture were noted at the electronic or motor assemblies. The insulin pump was received with minor scratches on the display window and a cracked case at the display window corners.